Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that it keeps beeping when cassette is installed. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 05-jul-2022 via email: there was no patient injury/contact. The event has been resolved.

Manufacturer narrative:
Other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be in good physical condition. The event log revealed evidence of errors. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be a faulty downstream occlusion sensor. The sensor was replaced to resolve the issue. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4, h4.